Event description:
Customer reported that "he received a blood glucose reading of 5". Medical survey was not completed because customer declined to continue troubleshooting. Prior to disconnecting the phone call customer reported experiencing an unknown injury related to this issue. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. Note: the date of the medical event is unknown, the date entered is the date when abbott diabetes care became aware of this medical event. All pertinent information available to abbott diabetes care has been submitted. (B)(4).